Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was intended to be used in a ureteroscopy procedure to treat kidney stones performed on (B)(6) 2021. Prior to the procedure, a hair was found inside the sterile device pouch of the flexiva laser fiber. The flexiva laser fiber was not used on the patient and the procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event.